Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformance are found, a supplemental medwatch will be submitted. The reported events of device migration, high intraocular pressure and fibrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced reduced visual acuity from baseline (right eye), deemed not related to the xen®45 gts. Two months later, clinical patient experienced implant migration due to tenon's capsule formation in the right eye against the xen®45 gts. Needling procedure has been performed. The events have been resolved. The device remains implanted.